Event description:
Patient was implanted with cervical spine locking plate variable angle (cslp va) and screws construct (levels unspecified) years ago on an unknown date. Patient had fused. Patient then developed adjacent level disc disease and returned to the operating room on (B)(6) 2013. The surgeon removed the previously implanted cslp va construct and revised the patient with new hardware at the above levels for the adjacent level disc disease. There were no issues with the outcome of the surgery. Reportedly there was no complaint against the cslp va construct. During the hardware removal on (B)(6) 2013; during the removal of the 4.0/4.35mm screwdriver shaft, the tip of screwdriver broke. It was reported that a small fragment came off. All fragments were retrieved and none remained in the patient. The procedure was successfully completed with no injury to the patient. There was no delay in completing the procedure. This report is for an unknown cervical spine locking plate (cslp) variable angle. This is 2 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown cervical spine locking plate (cslp) variable angle. The part and lot number were unspecified. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.